Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) regarding this right atrial (ra) lead that was implanted one month prior as it is showing failure to capture. All other measurements appear to be adequate. Ts advised to check the lead position. Further information has been requested, however, it was mentioned there are no additional details available. The lead remains in service. No adverse patient effects were reported.